Event description:
It was reported, the bronchofibervideoscope exhibited the white end piece for the ultrasound detached from the insertion tube. The therapeutic ebud bronchoscopy procedure occurred after procedure. The procedure was completed with the same device. There were no reports of patient or user harm, injury, or death.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated: b5, d9, h2, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. It was confirmed, bending section detached from the distal end. Based on the results of the investigation, and since the device malfunction was confirmed during evaluation, the most probable cause of the complaint is d02, which is cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.